Manufacturer narrative:
The report of suspected pump thrombus could not be confirmed through this evaluation. A full evaluation of (B)(4), could not be conducted and a root cause for the reported event could not conclusively be determined, because the patient remains ongoing and no additional complaints have been reported at this time. A review of the device history record revealed that the device met applicable specifications. No further information is available. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information is available at this time. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
Additional information: it was reported that the patient was readmitted from the clinic on (B)(6) 2014 with a lactate dehydrogenase (ldh) level of 1172 u/l. The patient was administered argatroban, integrilin and dobutamine. The patient's ldh then decreased to 1531 u/l, bilirubin was 2.2 mg/dl, creatinine 1.7 mg/dl. The patient had orange urine. An echocardiogram was performed to evaluate for pump thrombus; results were not available. New drainage that was positive for pseudomonas was present at the driveline site. The patient was admitted on (B)(6) 2014 for a pump exchange to be completed on (B)(6) 2014; however, the patient's ldh on admission had significantly improved. A repeat ldh level on (B)(6) 2014 showed further reduction. The patient was asymptomatic and there were no pump parameter abnormalities. It was decided to discharge the patient home and continue to monitor the ldh. No pump exchange is planned at this time.

Event description:
The patient was implanted with a left ventricular assist device. The perfusionist reported the patient was admitted to the hospital with elevated ldh and power elevations. The patient was treated with argatroban and integrilin for a suspected pump thrombus.

Manufacturer narrative:
The patient remains ongoing with the implanted device. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.